Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a failure in the drawers 3.1. 3.2 and 4.2, preventing users from accessing the medications. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had encountered failures in the drawers. A field service engineer remotely assisted the customer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.